Manufacturer narrative:
(B)(4). The complete lead was returned to the laboratory. The helix was retracted. Noted dried blood/body fluid in helix housing and tip region. This is normal for ingevity leads. No conductor issues were discovered upon the completion of the analysis. The lead tip/helix appeared intact and undamaged. Continuity testing was passed, indicating conductors were intact.

Event description:
It was reported that this right atrial (ra) had initial helix extension an retraction issues. After it was implanted, the physician noted a decrease in blood pressure. The lead was explanted due to a perforation in the heart wall. A pericardiocentesis was required. The patient was stabilized. A new lead was implanted. No additional adverse patient effects were reported. The lead has been returned for analysis.